Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a "replace system controller" alarm while connected to the system monitor. The clinical consultant recommended that the account replace the patient's system controller. The controller was replaced, and will be returned. Additional information was not available.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of controller fault alarms was confirmed via analysis of the log file downloaded from the returned system controller (serial number: (B)(6)); however, the alarms were not reproduced during testing of the returned controller. The log file contained approximately 29 days of relevant data ((B)(6) 2020 ¿ (B)(6) 2020 per the timestamp). The controller operated in charge mode throughout the log file due to the driveline never being connected; this is consistent with the controller being a backup controller. A controller fault alarm was active throughout the log file due to a controller timing signal fault. The log file also captured intermittent clock not set alarms due to the time not updating as expected. The controller was powered on and off several times throughout the log file, and the date appeared to update appropriately when the controller was powered on, but the time remained stuck at the same initial value recorded upon powering on. This issue occurred each time the controller was powered on except for once on (B)(6) 2020. No other notable alarms were observed in the log file. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The controller clock updated as expected during testing. The root cause of the reported event could not be conclusively determined through this analysis. Incidental findings: kinks in both system controller power cables, faded serial number on the system controller label, foreign debris blocking both controller audio transducers, one of the attachment points used to secure the system controller neck strap onto the controller was observed to be broken, dim pump running leds, white line on the controller lcd display. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 16aug2019. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual) including controller fault and clock not set alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including their system controller power cables. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. This sections also instructs the user to at least monthly, inspect the system controller¿s audio sounds for dirt or grease. If you notice a change in tone or in loudness during a system controller self-test, the audio speaker sockets may be obstructed. Audio speak sockets may be cleaned using a small cotton swab that is moistened (not dripping) with rubbing alcohol. Never insert anything sharp (like a toothpick or pin) into the sounder holes. This can damage the speakers inside. Heartmate 3 instructions for use section 4 ¿ ¿system monitor¿ explains how to properly set the system controller clock using the system monitor. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.